Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 product serial number (B)(6) product type: evolut fx valve implant date (B)(6) 2022 explant date na. Product ID l-evolutfx-2329 product lot/serial number unknown product type: compression loading system (cls) implant date na explant date na. This report is being submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, primary access was obtained via the right femoral artery. A 14 fr sentrant sheath was inserted into the right femoral artery. Secondary access was obtained via the right common femoral artery and a 5 fr 25 cm termuo sheath was inserted. The pigtail catheter was placed into the non-coronary cusp (ncc). A pacer was placed into the right ventricle via the right femoral vein. The native annulus was crossed using a straight wire. The wire was exchanged out for a confida wire. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm zmed balloon. The delivery catheter system (dcs) was advanced over the confida wire with the flush ports at 3 o'clock. The valve was deployed to 80%. The patient was hemodynamically stable, however went into heart block. The pacer was set at 80 bpm. The valve was evaluated inthe right anterior oblique and left anterior oblique views. The valve deployment began slowly. The first set of crowns were deployed. The tab markers appeared to still be attached to the dcs. They would not release from the dcs. The valve was deployed the remainder of the way. The tab markers were still attached and would not release. Forward tension was applied. The tabs would not release. The capsule was closed with some forward tension, which resulted in the outer paddle to release. The inner paddle remained attached. The capsule was fully deployed again. Slight movements forward and back were made. The dcs was rotated in an attempt to release the paddle. The capsule was closed again with forward tension and the inner paddle finally released. No residual paravalvular leak (pvl) was reported, however the patient remained in heart block. A temporary pacer was placed into the jugular. The case was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per d00916038." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.